Event description:
It was reported that after an adenoidectomy procedure using a procise max wand, the pt experienced a post operative re-bleed. The surgeon alleges that the re-bleed might be attributed to the wand. No further information was provided concerning the treatment for the re-bleed; however, no other complications were reported as a result of this event.